Manufacturer narrative:
Updated: b3, b5, d6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the evolut r 23 millimeter (mm) transcatheter aortic valve, which was associated with severe aortic stenosis and a high gradient. The patient was treated with a 20 mm non-medtronic transcatheter valve (sapien). No patient complications have been reported as a result of this event. Additional information was received that a mean gradient of 26 mmhg was observed ten days post-implant, with variable increases and decreases over subsequent years. The most recent echocardiogram at approximately seven years and four months post-implant, showed a gradient of 59 mmhg. The medtronic transcatheter valve was implanted inside a pre-existing failed 23 mm non-medtronic (mitraflow) surgical valve which was a contributing factor to the elevated gradient. The non-medtronic replacement transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the evolut r 23 millimeter (mm) transcatheter aortic valve, which was associated with severe aortic stenosis and a high gradient. The patient was treated with a 20mm non-medtronic transcatheter valve (sapien). No patient complications have been reported as a result of this event.